Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The is one of two events reporting the death of this patient. See manufacture report numbers: 2649622-2011-10882, 2647346-2011-00958, 2649622-2011-10883. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The is one of two events reporting the death of this patient. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The is one of two events reporting the death of this patient. See manufacture report numbers: 2649622-2011-10882, 2647346-2011-00958, 2649622-2011-10883. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). Reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately one month after the device system was replaced. Additional information received indicated the device system was removed due to infection. The cause of death has been requested and not received.